Event description:
It was reported that a patient was revised to address three migrated xia blockers. This captures the first of three blockers.

Event description:
It was reported that a patient was revised to address three migrated xia blockers. This captures the first of three blockers.

Manufacturer narrative:
H6 coding has been updated to reflect investigation conclusion.